Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, the field service engineer (fse) spoke with the pharmacist and determined that the issue involved a smart remote manager connected to a refrigerator. An analog thermometer had been placed inside the refrigerator, and the temperature reading was also near 53 degrees. This confirmed that the problem was with the refrigerator, not the smart remote manager and it was not a medical device which had not belonged to becton dickinson (bd). The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator 2b1 temperature was out of range it reads 53 f. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.